Manufacturer narrative:
No patient demographics provided. Repeats were performed on the same instrument. Repeat results were not provided. However, customer indicated all repeats were within normal ranges of each analyte. Service was dispatched. Beckman coulter field service engineer (fse) reported didn't find any ise sample pot overflow. However, fse indicated the ise buffer solution delivery sputtered onto the liquid level sensors causing the false signal of an overflowing. Fse also reported inadequate buffer supply as the buffer syringe is drawing buffer solution and air bubbles. Fse replaced the buffer valve to resolve the issue.

Event description:
The customer reported the au680 clinical chemistry analyzer had erroneous high ise (ion selective electrode) results. Customer also reported of having ise sample pot overflow errors. The erroneous results were not reported out of the lab. There was no change in patient treatment. Customer reported quality control (qc) on the day of the event was acceptable. No leak reported.